Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead received an inappropriate shock. The patient had not been seen in the clinic for follow up in awhile. The local field representative (fr) reported that the lead had been turned off and ra impedances had been greater than 3000 ohms. Attempts to obtain additional information were unsuccessful. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.